Event description:
The customer reported the sys would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed the customer to reboot the sys. The sys was rebooted and operated as intended.